Manufacturer narrative:
Visual inspection reveals that the threaded feature of the cup pusher has fractured off and is lodged in the positioner head. Both devices show signs of wear and tear, suggesting extensive use. Lateral strike marks are present on knurled handle. The overall frequency of use of this instrument is unknown. Device field age is approximately 8 years based on manufacturing date. Dimensional evaluation confirmed that the device conformed to print specification where measured. Material hardness for the cup pusher conformed to print specifications. Receiving/inspection report was reviewed and no deviations or anomalies were noted. The reported devices are used for treatment. Complaint history search revealed no additional complaints for the part and lot combinations of these devices. Based on review of the returned devices, a root cause or contributing factor is wear and tear, over the useful life of the device.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported a thread fragment of the cup pusher fractured off and embedded inside of the cup positioner head when impacted by the surgeon.